Manufacturer narrative:
(B)(4). Concomitant medical devices - persona stemmed cemented tibial component left size e, catalog #: 42532007101, lot #: 63167766; persona femur cemented cruciate retaining, catalog #: 42502606601, lot #: 63079610; palacos r cement, catalog #: 00111214001, lot #: 81794446; palacos r cement, catalog #: 00111214001, lot #: 78414384; persona all poly patella cemented, catalog #: 42540000035, lot #: 63117125. The product was evaluated through manufacturing review and the reported event was confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Medical records were provided that indicated no intraoperative complications during the revision procedure, but confirmed that the patient was revised due to loosening, instability and pain. Review of the post-operative x-rays provided indicated that the overall fit and alignment of the implants was appropriate, however, progressive radiolucency was identified at the bone cement interface of the tibial component beginning laterally and then involving the medial, posterior and anterior compartments. Per the package insert, loosening, pain, instability is listed as a known potential adverse effect. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this patient; please see all reports associated with this event: 0002648920-2018-00185, 0001822565-2018-01451, 3007963827-2018-00042, 0001822565-2018-01455, 0002648920-2019-00074, 0002648920-2019-00075.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision to address pain, instability, loosening and patellofemoral subluxation nearly three (3) years post-operatively. Revision operative notes indicate that the patella was tracking somewhat laterally, but would not dislocate under anesthesia; the knee could not dislocate passively, but would dislocate actively. The incision was then opened and scar tissue was identified around the patella. The patella appeared to be intact and solid, and was not removed. The femoral and tibial components were able to be removed with very little to no bone loss. The surgeon implanted a new femur, femoral stem, tibial plate, tibial stem and an articular surface. No intraoperative complications were identified. No additional patient consequences were reported.